Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported having the pt in clinic experiencing low flows, low speed operations, and pump off advisories when patient stands up from a seated position. Pump stoppages last no more than 30 seconds, inr 1.2 waveforms/data logger submitted. Findings: "the controller log file, for pt had approximately 2 hours of data with approximately 2 days duration and appeared to contain low speed operations, pump disconnects, transient elevations in power and pi events logged, as mentioned. The system controller was exchanged and alarms, speed changes and pump stoppages continued. Issue occurs on batteries and on power module. The manufacturer's technical support arrived on-site to evaluate the pt's perc lead. Upon investigation, it was suspected that the perc lead damage was internal. When manipulating the external portion of the driveline, a red heart alarm could not be recreated. When the pt attempt to sit up in the bed, the pump speed would drop and a red heart alarm would go off. After the perc lead eval, the pt was prepped to go to the operating room for a pump exchange.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.